Manufacturer narrative:
The following devices were also listed in this report: 26mm std lfit v40 head; cat # 6260-9-126; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: left hip-revision. Pt. Presented with complaints of pain/discomfort of the left-hip, following a left hip-hemiarthroplasty. Original surgery date is unknown. Dr. Performed an extensive I&d and swapped out the "modular components". Based on available imaging, the 'accolade-2 stem' was left in-situ, size is unknown. We implanted "the same sizes that came out". No complaints filed against the components themselves, no further info available.